Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was one needle with excessive epoxy. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a needle assembly with an epoxy drip over on the needle. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, misfeeding of the cannulator may have induced epoxy on the needle. A device history record review was completed for provided material number (B)(4), lot 3025394. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
(B)(4) additional information. 1. Kindly confirm there is no patient involvement? No, there was no patient involvement. 2. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No, there was no event that interrupted administration of any medication, cause a clinically significant delay in medication. Material #: 303018, batch #: 3025394. It was reported by customer that a scan has been initiated for bd item # 303018, b. Braun # (B)(4) assm. Needle 25g x 1-1/2', for nonconformance foreign material non-fluid path - excessive adhesive (epoxy). There was one nonconforming needle found at final function inspection. Please see the attached photo. The needle cannot be sent since it is considered a kit retain, therefore no sample is available. A response to the scan is required in 30 days. Please let me know if you have any questions at all. Verbatim: rcc received a complaint via email. Email(s) attached. Note: case is manually created since the manual entry needed based on the daily intake report 14nov2023 (error tracking tab) (email was forwarded to aei on 14nov2023 but aei failed to create the case) a scan has been initiated for bd item # 303018, b. Braun # (B)(4) assm. Needle 25g x 1-1/2', for nonconformance foreign material non-fluid path - excessive adhesive (epoxy). There was one nonconforming needle found at final function inspection. Please see the attached photo. The needle cannot be sent since it is considered a kit retain, therefore no sample is available. A response to the scan is required in 30 days. Please let me know if you have any questions at all.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Material #: 303018; batch #: 3025394. It was reported by customer that a scan has been initiated for bd item # 303018, b. Braun # a3502570 assm. Needle 25g x 1-1/2', for nonconformance foreign material non-fluid path - excessive adhesive (epoxy). There was one nonconforming needle found at final function inspection. Please see the attached photo. The needle cannot be sent since it is considered a kit retain, therefore no sample is available. A response to the scan is required in 30 days. Please let me know if you have any questions at all. Verbatim: rcc received a complaint via email. Email(s) attached. Note: case is manually created since the manual entry needed based on the daily intake report 14nov2023 (error tracking tab) (email was forwarded to aei on 14nov2023 but aei failed to create the case) a scan has been initiated for bd item # 303018, b. Braun # (B)(4) assm. Needle 25g x 1-1/2', for nonconformance foreign material non-fluid path - excessive adhesive (epoxy). There was one nonconforming needle found at final function inspection. Please see the attached photo. The needle cannot be sent since it is considered a kit retain, therefore no sample is available. A response to the scan is required in 30 days. Please let me know if you have any questions at all.